Event description:
After deflating the dissection balloon, the surgeon pulled the obturator out of the surgical cavity and the sheath and dissector balloon tore in three pieces. However, the surgeon retrieved all pieces of the balloon from the cavity to complete the case.